Event description:
It was reported that a patient underwent an unknown orthopedic procedure in (B)(6) 2025 and suture was used. It was reported that the orthopaedic surgeon mentioned that there are 3 sutures that broke when he was doing the suturing. The needle detached from the swage, and the suture that he had tied opened on its own and before not secure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/8/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - it was reported that three vicryl plus sutures broke during suturing, with the needle detaching from the swage, and one suture tying itself open before being secured. Can you clarify if these three issues happened with each of the three devices, or did each problem occur with each suture? Ans: the three sutures happened on the same patient. Same procedure. There were three sutures affected. According to what the surgeon mentioned. - please provide the source or name of person providing answers to follow-up questions: ans: sales rep was not present in the case. It was being told by the surgeon himself and he was asking if j&j changed raw material, changed factory etc as this never happened before in his practice. And he is a senior surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.